Manufacturer narrative:
The device associated with this report was not returned. Although the complaint is non-verifiable, initial placement and bone quality can contribute to back out. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient revised for lag screw back out and fracture collapsed.